Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 24 days. The patient's re-admittance on (B)(6) 2018 is reported under manufacturer report number 2916596-2019-00503. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2018 and (B)(6) 2018 for gastrointestinal bleeding. Per the account, the patient was scoped both admissions and discharged on (B)(6) 2018. Upon discharge, the account stated the patient was doing fine. Additional information regarding treatment and diagnostic test results was requested but has yet to be responded to.